Event description:
It was reported that the customer experienced frequent ongoing occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer would change the supplies and ultimately reverted to an alternate method insulin therapy. Customer declined to complete the rest of the troubleshooting and documentation, leading to no additional information being received regarding the outcome of the event.